Manufacturer narrative:
(B)(4).

Event description:
No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing trend arrow occurred. The sensor was inserted into the abdomen on (B)(6) 2019. No data was provided for evaluation. It was indicated that the transmitter was not cleaned properly, which is misuse of the device. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.